Manufacturer narrative:
Lot # - sb1s04. Manufacture date for lot ID sb1s04: (B)(6) 2006. Evaluation summary: the investigation concluded that the modular captures returned conform to specification and that the event could not be confirmed. It is likely that the captures were not fully locked in place during surgery and resulted in the captured popping off during sawing. This event is believed to be user related. The device manufacturing history record for the lot ID: sb1v07 and lot ID: sb1s04 indicates that devices were manufactured and accepted into final stock with no reported discrepancies related to the reported event. The product experience reporting database was reviewed for similar reported events regarding the 4:1 capture disengaging from the cutting guide during the procedure. The results of the review indicated there have been no previous reported events from the reported lots of product.

Event description:
It was reported that: "dr went to make a 4-in-1 chamfer cut and, they became unlocked and flew off."